Event description:
Pt reported a lap-band access port explantation due to infection. Pt stated the infection occurred after a previous port replacement and that pt developed a "fever", redness and warmth around the incision," and that the port site was "physically hard to the touch". Pt was prescribed an unk antibiotic by the implanting physician, but had the port explanted without replacement by a different explanting physician due to travel.

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(6) 2012. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."